Event description:
Information was received regarding a cadd administration set. Information was received regarding a cadd administration set. It was reported that when the pump started to prime the set, the set didn't always prime. The pump seemed to pump air and one can see how the reservoir volume decreases, but the liquid didn't move forward in the set. This didn't happen every time, but occasionally. Once, according to the pump, 70ml was needed to file the set even though the priming volume of the set is 14ml and no fluid came out. The next day after the infusion, there was 220ml of nutrition left out of 540ml, but according to the pump the whole 540ml was infused in 18 hours as programmed. There were several similar days and the amount left after the 18h infusion varied much. Sometimes there was 120ml left, on other days 80ml. Sometimes the pump worked just perfectly, and it infused the full 540ml as it should. The pump had been serviced several times, by the hospital's trained biomeds. It had also been checked by the manufacturer. One infusion set with the above-mentioned problems has been put aside. The patient received less nutrition than planned. This incident has increased uncertainty among the staff, the family in question don't trust the device as much as they could. The biomed department has spent time on checking the device and it has cost the ward money to get the pump checked so often. The ward was compensated with a box of sets 21734324 and the family needs a pump for loan.